Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the device was explanted due to "failed generator position and battery life." There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: longevity estimate, based on the patient settings from initial review taken from the device when received, showed normal battery depletion. It was also noted that the shield/can was scratched, the setscrew was backed out too far, and there was foreign material in the port and under the cover. There were no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.